Event description:
It was reported that the patient had a pericardial effusion and the computed tomography (CT) scan showed a possible perforation of the right ventricular (rv) lead. No sensing, impedance, and threshold changes were noted. The patient had 850cc pericardial effusion and pericardial window to fix. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2014. (B)(4).